Event description:
It was reported that the atrial lead was dislodged and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report.